Manufacturer narrative:
Qc was within specification before and after the event. No errors were posted to the event log. The specimen was collected in a greiner tube with gel and was centrifuged per greiner packaged insert at 2,000 rpm for 10 minutes. Customer runs all accu tni samples to duplicate. Customer reran all samples back to the last passing qc, and the only erroneous results were found to this patient. A field service engineer (fse) was dispatched to the customer's lab: the fse performed the scheduled monthly verifications and all testing passed within specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single patient sample. A patient sample was tested in duplicate and accu tni results were: 1.08ng/ml and 0.19ng/ml. The results were not reported out of the lab. The original sample was re-tested and repeated results of 0.03ng/ml was reported out of the lab. No death, injury, or change to patient treatment occurred as a result of this event.